Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and company representative regarding a patient with an implantable pump containing morphine (unknown) for non-malignant pain. It was reported that on june 2nd, the patient came in with a low reservoir alarm and in the morning they had a magnetic resonance imaging (MRI) and the pump turned off (around 8:42am) and back on as expected. The patient (pt) stated that they had the pump refilled as well since that was their refill date. Pt said that they told their healthcare provider (hcp) the pump was beeping while the pump was being refilled. Pt said that they had a follow-up appointment for something else the next day (B)(6) 2026 and the pump was scanned, but the pump was still beeping. Pt confirmed that it was a non-critical alarm they were hearing. Technical services reviewed that the pump would not alarm in telemetry state. Agent reviewed with the company representative that they needed to toggle the active alarm to silenced from the home tab after the low reservoir alarm was activated. The company representative was able to successfully do so. The troubleshooting steps that were taken on the call resolved the issue.